Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller had an impella defective alarm. No patient harm has been reported.

Manufacturer narrative:
The investigation for the pump not detected has been completed. Console logs from the reported day of event show initially an interruption of data streaming, which seemingly recovered after successful handshake, and files appear to be transferred from aic to rlm, however data transfer stops, without icb process detecting connection issues. Corresponding rlm journals show that rl00752 unexpectedly rebooted few times, but also kept resetting usb stack every 1m50s (1586 times throughout the case) due to perceived loss of usb communication from aic to rlm. There was also evidence of microsd card corruption, e.g. The rssi for the wifi network was satisfactory, and did not cause disconnections from the network. Console logs did not contain any information relevant to the reported alarm sound issues, but revealed rfid communication errors which affected purge cassette detection, perceived as purge cassette being disconnected. Despite aic falsely not detecting purge cassette, staff was still able to change purge cassettes, although with alarms #420 ¿complete the procedure¿ (as evidenced by ltlogs and rtlogs). Hemodynamic support was unaffected by purge issues. Console was returned for evaluation. Upon functional testing, it was unable to reproduce unexpected rlm reboots or interruptions of data streaming, and the unit successfully connected to engineering wifi and data was sent from aic to rlm (we could not confirm if data was successfully sent to rlfs2). It is most likely that intermittent connection to impellaconnect portal was caused by interruptions of data streaming due to corrupt microsd card causing unexpected rlm restarts. No sound issues were observed - there were no audible anomalies of alarm sounds or pbm/battery buzzer, and sound levels were measured to be within specification (> 80db). Root cause was undetermined, but in case alarm sound issue is intermittent, it is recommended to replace speaker assembly. Purge cassette detection issues were confirmed, as the console was intermittently unable to detect a known-good purge cassette, due to malfunction of the rfid circuitry the root cause of the purge issue was a defective component. The root cause of the buzzer alarm inaudible could not be determined. Added d9 device return date corrections to the initial MFR report: h4 should have been no. H8-should have been reuse.